Event description:
It has been reported to philips that, c-arm could not move. The device was inside clinical use at the time of the event. No patient harm was reported.

Manufacturer narrative:
Philips has investigated this complaint. Philips remote service engineer (rse) inspected the system onsite and confirmed that there is a failure of geometry. The log file review shows malfunction confirmed, most likely cause is in geometry hardware, rse released onsite work order for further diagnosis. Fse visited onsite and checked the problem reported by the customer. As suggested by rse, fse diagnosed and found that power supply spp shall be replaced and bib. Fse ordered and replaced the samd, after which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.